Manufacturer narrative:
The insulin pump alarmed button error alarm also with unresponsive act and escape buttons due to flattened button dome switches. No unlock lcd keypad connector noted. Unable to perform idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test or verify no delivery alarm, motor error alarm, failed battery test alarm, bad battery alarm, low reservoir alarm anomaly due to button keypad anomaly. However, the motor passed motor test. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose, no delivery alarm, motor error alarm, button error alarm, low reservoir alarm and failed battery test on the insulin pump. Customer's blood glucose level went as high as 428 mg/dl. Customer treated their high blood glucose via manual injection. Customer changed out their set, performed the rewind and prime process and received a no delivery alarm followed by a motor error alarm. Customer had multiple alarms on the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.